Event description:
It was reported that during central processing, the end of the mega suturecut needle driver instrument frayed. It was initially reported that a fragment fell into the patient and was not retrieved. Follow-up was performed and the customer confirmed that the end of the mega suturecut needle driver instrument did not fray during the procedure. No post-operative tests were performed to check for remaining fragments. No additional procedure was required. The patient did not return to the hospital due to experiencing any post-surgical complications and there were no reported complications. It was stated that no fragment fell into the patient. The issue was identified during sterile processing and there was "nothing in patient."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed pitch cable at the proximal clevis. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.